Manufacturer narrative:
E4 was inadvertently omitted on the initial manufacturer device report. H5 and h8 was erroneously entered on the initial manufacturer device report. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Manufacturer narrative:
B5 updated with additional information. H6 medical device problem codes added based d4 UDI revised.

Event description:
Additional information received: soft ringing sound heard at the impella for few seconds then unexpected controller shutdown, screen all black for less than 1minute, then it restarted. Connection all secured and no kink and plugged to the outlet. Battery shows 100 percent. Patient asymptomatic, talking and conversing to clinical staff. Vital signs stable and no drop of map /sbp. Called impella representative and instructed to get new console at the bedside and will swap if alarms continue to persists.

Manufacturer narrative:
Corrected information was provided in d3 and g2. Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. Corrected information was provided in d1. Upon review, the brand name has been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Reported ¿brief loss of wave forms and a controller error message¿ on (B)(4) were identified as symptoms of an unexpected console restart, due to undetermined causes.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported their automated impella controller (aic) had a brief loss of waveforms with a controller error message.